Manufacturer narrative:
The reported issue was investigated but cannot be conclusively confirmed at this time as the root cause is unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
A patient was implanted with a sensor that was past expiration date. The expiration date of the sensor was (B)(6) 2022 and the patient was implanted on (B)(6) 2022. There were no adverse consequences to the patient.